Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-23731. It was reported that a patient presented in clinic with atrial lead noise and under-sensing. The device misinterpreted this signal and delivered an inappropriate shock. The device was reprogrammed. The patient was stable.